Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2 andh11. Corrected fields are d8, e1 event site telephone. User stated no blood or kinks were observed in the helium tubing, and the alarm was resolved by pressing theiab fill key, with therapy successfully resumed. Troubleshooting guidance was reviewed for potential recurrence.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
User called into emergency support program line to request and report issue during use cs300 intra aortic balloon pump (iabp) had gas loss alarm. There was no harm or injury reported.